Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise and increased pacing impedance was observed on the right ventricular (rv) lead. The issue was resolved by capping and replacing the rv lead. The patient experienced no consequences.